Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the stryker light cord for use with telescope malfunctioned. Light cord was plugged into light box but other end was not connected to telescope. Light turned on through light cord (this should not happen until it is connected to telescope). Tip of light cord burned a hole through a drape. Another layer of drape and blankets were below the burned drape and it did not reach the patient's skin. Safety mechanism in light cord was malfunctioning.